Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, it was reported that there was a loss of capture on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed lv lead dislodgement. The event was resolved by explanting and replacing the lv lead. Patient was stable with no consequences.